Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), as well as rv (right ventricular) oversensing and the unexpected delivery of a ventricular tachyarrhythmia therapy. The analyst noted that an unexpected shock occurred on (B)(6) 2015. Since the last session, sensing integrity counts went up to 19 (within 36 hours), along with vf, vt-ns, and high rate-ns episodes, and there was evidence of oversensing during (B)(6) 2015. Additionally, evidence of t-wave oversensing was also present. Concomitant product(s): dtba1d1 ICD, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that patient presented to emergency room (ER) with chest pain and shortness of breath. The physician reported that the patient had cardiac arrest in the ER and the implantable cardioverter defibrillator (ICD) did not deliver therapy. Device interrogation in the intensive care unit (ICU) showed patient received a shock for slow ventricular tachycardia (vt) with t-wave oversensing (twos) noted on the right ventricular (rv) lead which triggered a lead integrity alert (lia) at the approximate time of the event in the ER. Cardiopulmonary resuscitation (CPR) occurred during the time of the device giving a shock. The device clock was off by around an hour. A second cardiac arrest occurred in the ICU, patient converted to atrial paced with one shock and double counting of r-waves was noted. The device vt detection zone was reprogrammed and the device and lead remain in use. No further patient complications have been reported as a result of this event.